Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had the barcode scanner delayed scanning. A technical service specialist removed usb power management settings from the device. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation system had the barcode scanner delayed to scan. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had the barcode scanner delayed to scan. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had the barcode scanner delayed scanning. A technical service specialist removed usb power management settings from device. The system functioned as intended after the technical service specialist troubleshooted the device.